Event description:
Traveling internationally I replaced expired dexcom g7. Replacement sensor never registered to record blood glucose and required new replacement. Second new dexcom g7 had the same problem of not registering to start recording my blood sugar and working with my insulin pump continuous delivery. Vietnam does not sell dexcom products. I need to begin measuring my blood glucose directly and adjusting insulin manually. My overnight blood sugar ran high because control iq had no sensor to adjust insulin levels. I had ketones and adverse medical situation because of two failed dexcom g7s. Patient code: 1905. Device code: 1535. Reference report: mw5185549.